Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. The reported deformation due to compressive stress (shaft kink) was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported material separation and shaft kink could not be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during preparation of the 3.00x23mm xience sierra stent delivery system a kink was noticed on the shaft. There were no kinks/damages noted to the hoop coil or outer packaging. The device was not used, and a non-abbott stent was used to complete the procedure. No additional information was provided. Device analysis noted that the outer and inner member were torn and separated at the guide wire exit notch. Additional information received from the account confirmed that while removing the xience sierra, the shaft was noted as separated. No additional information was provided.